Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster rx covered stent delivery system was being used to treat an aneurysm for an embolization procedure in the carotid. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, electronic instructions for use, states: the graftmaster rx is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of coronary artery aneurysm, coronary bypass-vein graft aneurysm, acute coronary artery perforation and acute coronary artery rupture. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previous medwatch report, the additional information was received: on 20-nov-2019, an embolization procedure of a carotid aneurysm was performed. During advancement, the 2.8x19mm graftmaster stent delivery system met resistance with anatomy and a complete shaft separation occurred.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a carotid artery was being treated for a carotid aneurysm. Reportedly, during this procedure, using the 2.8x19mm graftmaster stent delivery syste, ¿fracture of the balloon shift outside the guiding catheter during an embolization procedure of a peripheral aneurysm.¿ another covered stent was used in replacement. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.